Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 209 mg/dl. Customer stated this was the fifth time she has gone through the process and wasn't sure what see was doing incorrectly. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed button error due to light moisture damage to keypad traces. The device had minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.